Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established. Additionally, analysis of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed low flow hazard alarms were captured throughout the entirety of the log file. The driveline was disconnected on (B)(6) 2019 at 11:08 am resulting in pump stops and associated alarms until the end of the log file. Heartmate ii lvas, serial number (B)(4), was not explanted for analysis. The hmii lvas IFU explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on 24sep2019: based on the physician's assessment, the patient possible cause of death was suspected to be aspirated as the patient was on nasogastric feeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive by family at home on (B)(6) 2019 at 0950 hours. (B)(6) arrived at 1017 hrs, and the patient's blood pressure and heart rate were unrecordable from the time of initial assessment and the initial rhythm showed asystole. Cardiopulmonary resuscitation was performed until arrival to emergency department and the patient was bagged via tracheostomy. The continued to be unresponsive upon arrival at the emergency department with pupils fixed and dilated, no heart sounds, and breath sounds auscultated. Electrocardiogram on telemetry monitoring was asystole. Lvad was intermittently alarming low flow. The patient expired. The manufacturer's technical service representative reviewed the log file and observed low flows with drops in the average pi. The log file ended with the pump disconnected on (B)(6) 2019 at 11:08. No further information was provided.